Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to pain. This device is used for treatment not diagnosis. No evaluation pending, device not returned.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2017. Revision of knee component due to pain. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of loosening, wear, or infection. Pain is addressed in the product labeling.

Event description:
Index surgery: (B)(6) 2017. Revision of knee component due to pain. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.